Event description:
It was reported that the user ran out of sensors compatible with the ilet and started a freestyle libre continuous glucose monitor (cgm) sensor in the manufacturer app, after which the ilet could not use that sensor with a reported blood glucose of 338 mg/dl. The user elected to continue on ilet in bg run mode with fingerstick entry rather than switch to backup therapy. Investigation of this case revealed use of a non-compatible cgm configuration resulting in loss of automated cgm data to the ilet, with the device otherwise operating as designed on bg run mode. No clinical symptoms associated with hyperglycemia reported. Outcomes included improvement in glucose to 162 mg/dl after guidance without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor availability and configuration rather than a device malfunction.